Event description:
The customer reported to olympus that the colonovideoscope angulation works but angulation control knob feels too loose or light. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects were found attached to the plastic distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. During the evaluation foreign objects were found attached to the plastic distal end cover. Additional evaluation findings were as follows: the up/down knob is deformed, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a chip, the adhesive on bending section cover has white-clouded area, the adhesive around objective lens, adhesive around light guide both was peeled, the plastic distal end cover has a scratch, and due to wear of lock engagement lever, up/down knob cannot be locked securely. Based on the results of the investigation, however, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): ¿the instruction manual operation manual¿ cf-xz1200l/I, chapter 3 preparation, and inspection¿ describes the methods for detection. The instruction manual reprocessing manual¿ cf-xz1200l/I, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention.¿ olympus will continue to monitor the field performance of this device.